Manufacturer narrative:
(B)(4). The investigation of the returned dc/dc & standard connector printed circuit (pc) board and the monitor cable has been completed. This board contains electronics which converting incoming +12v unregulated to the ventilators all different voltages and all standard connectors is located on this board. The monitor cable connects the ventilator to the monitor. In the ocular inspection we found that a pin was broken, that are responsible for the +12v to the panel. One of the monitor cable connectors has a connector hole that was damage. The connector hole are responsible for the +12v to the panel. The conclusion is that the cable to the monitor has not been mounted on the contact in the correct way. If this malfunctions during ventilation, it will not affect the ongoing ventilation. The root cause of why the cable to the monitor has not been mounted on the contact in the correct way, has not been determined in this investigation.

Event description:
Manufacturer reference # : (B)(4).

Manufacturer narrative:
On 10/16/2015 (B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the user interface did not work when the ventilator was turned on. There was no patient involvement. Manufacturer ref: (B)(4).